Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02798 and 3005099803-2017-02884 for the associated device information. It was reported to boston scientific corporation on(B)(6) 2017 that a jagwire guidewire was used together with a wallflex duodenal soft uncovered stent which was implanted to treat a severe stenosis due to a duodenal tumor from the duodenal bulb to the descending limb of the duodenum during a stent placement procedure performed on (B)(6)2017. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. . According to the complainant, during the procedure, the physician had difficulty advancing the guidewire (the subject of MFR. Report#3005099803-2017-02884) through the stenosis, which reportedly took about 90 minutes. After the stent (the subject of this report) was successfully implanted, the physician performed fluoroscopy to check the stent's placement. It was noted that the contrast media near the horizontal limb of the duodenum was not clear around the duodenum and the physician suspected that there was a perforation. A computed tomography (CT) scan was performed and it was determined that the contrast media in the retroperitoneum was leaking. Reportedly, the perforation can be managed with anti-body drugs and no other interventions were required. The physician left the stent in place and the procedure was completed. In the physician¿s assessment the guidewire and/or the stent were related to the perforation. There were no patient complications reported as a result of this event.